Manufacturer narrative:
Olympus medical systems corp. (Omsc) confirmed the subject device and found that the part had come off the insertion tube due to inadequate soldering. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes. - the fixing strength of the parts of the insertion tube was insufficient due to insufficient soldering. - the distal end of the insertion tube was pulled, the solder part of the part was dislodged, the bending section cover was cut and the internal part was exposed.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the angle wire, the light guide and the metal inside the insertion tube of the subject device were exposed. During the procedure, there was no abnormality of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.